Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly during surgery the gladiator size 7 stem subsided which required removal. Upon removing the cup loosened causing removal of the liner and two heads. Then a new stem, head, cup, and liner were implanted and the surgeon decided they needed to add a longer head and 15 degree liner.